Manufacturer narrative:
Used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that the product was mislabeled. Upon opening the box of a 2.50mm x 15mm nc emerge balloon catheter, it was noted that the balloon size was 2.50mm in the box while it had 2.00mm balloon inside. No patient complications were reported.